Manufacturer narrative:
The customer resolved the issue and cancelled onsite service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their touchscreen was not working. The customer requested onsite service to repair the issue. Onsite service is currently pending. Investigation is ongoing.